Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's a1c had increased since starting to use the pump. The customer reverted to using insulin pens to manage diabetes. Although requested, additional information was not provided.